Event description:
It was reported that the patient underwent a surgical procedure involving an inflatable penile prosthesis (ipp) in which the existing device was removed, washed out and replaced with a new tactra penile prosthesis. The patient was said to be doing well. It was further reported that the patient experienced scrotal infection a week prior to the procedure. There were no device malfunction associated with the explanted ipp.